Event description:
Tampon was stuck inside me- vagina [foreign body in reproductive tract] I tried to remove the tampon the string broke! The tampon was stuck inside me [complication of device removal] the string broke- tampon [device breakage] case narrative: consumer reported via e-mail that the tampon string broke during removal. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.